Manufacturer narrative:
The reported events were the helix would not retract, lead dislodgement, and no pacing. A partial lead was returned in two portions for analysis. The reported event of the helix would not retract was confirmed. As received, the helix was extended, stretched, and could not be retracted due to blood \ tissue in the helix housing along with the inner coil over-torqued at the connector region. The helix mechanism test could not be performed due to the helix being received damaged. The cause of the reported event was isolated to the damage found at the connector region and the helix being stretched. The reported event of no pacing were not confirmed. Electrical testing that could be applied to either portion did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
During implant, no pacing was noted while attempting to find an optimal position for the lead. The physician repositioned the rv lead but it became dislodged. The physician attempted to reposition the lead again but the lead helix would not retract and the lead was explanted and replaced to resolve the event. The patient was in stable condition.